Manufacturer narrative:
The reported event of the reported controller, (B)(4), feeling warm to the touch was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Internal visual inspection of the controller showed that a transistor measured 54.7oc. This is within the component's operating temperature specifications. This can be perceived as operating warmer however the controller continues to operate as expected. The most likely root cause of the reported overheating of the controller can be attributed to a transistor operating at warmer temperatures. Although the controller can be perceived as operating warmer, the unit still performed within specifications. A supplier investigation is currently evaluating transistors that may be contributing to the controller overheating. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that since the software maintenance release (smr) update this patient noted increased heat from the controller which caused him anxiety. The patient denied covering the controller with blankets or any other items to increase temperature. The controller temperature measured at 41-43 celsius. The controller was exchanged without consequence to the patient. No further information was provided.